Manufacturer narrative:
MDR reporting follow-up activities from CAPA-10 due to late filing in the USA.

Event description:
The locking screw was misaligned with the threads of the pedical screw head , which did not allow the screw threads to be properly joined to the pedical screw head threads, and thus was unable to ensure that the rod was properly secured in the pedical screw head.